Manufacturer narrative:
The reported complaint was confirmed. The motor shaft extension was missing.

Event description:
Non-delivery reported. The pump was set to infuse tpn at unspecified settings in a home care setting. The pt reported that the display indicated the infusion had completed, but there was almost a whole bag of tpn left. When the device was received by the customer, it was noted that the "spindle the cartridge sits on was broken off, it was not with the device." There were no adverse effects to the pt.